Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2011-00083 and 2134265-2011-00085. It was reported that post a stenting treatment procedure the stents became occluded. In (B)(6) 2002, two magic wallstents were implanted in the bypass to the right coronary artery (rca). Four years later in (B)(6) 2004, a taxus express2 stent was implanted in the first diagonal branch. Four years later, in (B)(6) 2008, the patient presented to the hospital with a myocardial infarction. The patient was put on oxygen and transferred to another hospital. Angiography was performed and it was discovered that the three previously implanted stents were 100% occluded. Balloon angioplasty was performed to treat the occluded stents. No additional patient complications were reported and the patient's current condition is okay.